Event description:
It was reported that an arteriotomy closure of the common femoral was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the sheath would not split and the clip remained on the device. Excessive force was used; however, the sheath would not split. The clip was noticed to be bent and the sheath remained uncut. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force used to split the sheath. Also added for, if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported event. The analysis of the starclose se device revealed it was in the deployed condition with the plunger partially retracted. The thumb advancer was fully forward, the sheath completely split, and the tube set in deployed alignment. The sheath at the end of the device was frayed with some strands caught into the tube set. The cause was related to the operational context at time of device use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The user advanced the thumb advancer using excessive force. As stated in the instruction for use (IFU), precautions section step 9 states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.